Event description:
It was reported directly from the consumer that he is experiencing pain in his left knee. At this time there has been no revision and it is unk if one has been planned.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. The implant remains within the patient and no revision surgery has been scheduled at this time. Should add'l info be obtained to further this investigation, this report shall be updated.